Manufacturer narrative:
The service rep detected loose collimator small field slide lever rod. Screw attaching lever rod loose. Attached loose collimator slide lever rod to slide plate. Performed functional check. System fully functional.

Event description:
Customer reported collimator flipper stuck, not moving in/out. No patient injury was reported.